Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that event code "16" and the following associated message was displayed to the user at 20:56pm on (B)(6) 2021: "final concentration threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle 5"; and event code "18" with the following associated message was displayed to the user at 23:21pm on (B)(6) 2021 "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 5." Bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately six (6) seconds at 23:22pm on (B)(6) 2021, which is not sufficient time to replace the reagent in this bottle. The station properties for bottle 5 (ethanol) were reset at 23:22pm on (B)(6) 2021, with a user affirming in the graphical user interface (gui) that the ethanol concentration in bottle 5 was to be set to the default value of 100%. The properties of the reagent in bottle 5 prior to these user actions were recorded in the instrument logs as: ethanol concentration=75.8%, cycles=23, cassettes=3478, days=8. Although a user affirmed in the graphical user interface (gui) that the ethanol concentration in bottle 5 (ethanol) was to be set to the default value of 100% at 23:22pm on (B)(6) 2021, the actual ethanol concentration would have remained unchanged at 75.8%, because bottle 5 was not removed from the instrument for sufficient time to replace the reagent on both occasions. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle (ethanol), which had an ethanol concentration of 75.8%, due to the use error when replacing the reagent in this bottle was used for the final dehydration step of the "2hr xylene - (B)(6)" protocol started in retort a at 23:22pm on (B)(6) 2021; and the "8hr xylene - (B)(6)" protocol started in retort b at 23:47pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Investigation of this complaint found that the instrument functioned as designed during execution of the "2hr xylene - (B)(6)" protocol started in retort a at 23:22pm on (B)(6) 2021; and the "8hr xylene - (B)(6)" protocol started in retort b at 23:47pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 23:22pm on (B)(6) 2021. The facts indicate that a user did not complete manual replacement of the reagent in bottle 5 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run, because the final concentration threshold for ethanol had been exceeded, were displayed. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems in relation to peloris rapid tissue processor serial number (B)(4) and the following information was documented: "voicemail from customer repeat issue of poor processing 190 cassettes, separate from earlier processing issue. One alcohol bottle was showing final threshold exceeded should have been 99% but was read at 76%, also xylene in wax?". On 02 august 2021, the assigned leica senior application specialist-core histology (fas) visited the laboratory to investigate the circumstances involved in this complaint and to provide applications support. The fas measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured and calculated ethanol concentration was found to exceed the acceptable limit of 5% in bottle 5, in which the measured concentration was 76.5% and the calculated concentration was 99.6%. The fas emptied the reagent from bottle 5 (ethanol), cleaned the bottle and then filled the bottle with 100% ethanol; emptied the reagent from bottles 11 (xylene), 12 (xylene) and 14 (xylene), cleaned these bottles and then filled the bottles with xylene; drained the wax from wax chambers 3 and 4, cleaned the chambers and re-filled with wax and performed a test run using a "2 hr" protocol, from which the quality of tissue processing was found by the complainant to be satisfactory. The fas also documented that the patient tissue samples exhibiting sub-optimal processing were derived from the following processing runs: the "2 hr" protocol comprising 141 cassettes executed in retort a and the "8 hr" protocol comprising 49 cassettes executed in retort b. The tissue types and sizes of the affected patient tissue samples were detailed as: "various tissue types" and "small and large" respectively. On 09 august 2021, the assigned leica senior application specialist - core histology received information that all patient cases involved in this event were diagnosable, except for one (1) patient and re-biopsy had been recommended. The patient identifier and date of birth of the undiagnosable patient were provided.